Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to 400 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, when it was removed from the infusion site. It was also reported that the patient smelled insulin and wetness from the pod site. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Timeouts and a drive stall were observed in conjunction with the pod generating an 0x5c alarm indicating open count too low at end of prime resulting in the device failing to deploy. The device could not have improperly inserted due to the cannula assembly never deploying. No damages or manufacturing defects were observed. Inspection of the cannula found no bends or kinks. No damages or manufacturing defects that would contribute to high pulse widths and a drive stall were observed. The exact cause of the observed high pulse widths and drive stall and subsequent 0x5c alarm could not be determined. Upon initial inspection of the pod, the housing vent on the bottom housing was observed to be punctured. Damage was observed on the reservoir where it was seen to leak. Fluid was observed above the plunger. The observed housing damage lined up with the reservoir damage indicates post-use damage. It could not be determined exactly when or how the observed damage occurred. Despite the observed fluid leaking past the reservoir's plunger, the remaining fluid path components were leak tested. No further leaks were observed. No external leaks, damages or manufacturing defects were observed that would contribute to the reported leaking during wear event.